Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the last three days the patient felt warmth at their battery site. It was noted that the patient used their system 24/7. No further complications were reported. Follow-up was to be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2017. The cause of the warmth at the implant site could not be determined as the patient was out of town so they were unable to interrogate the stimulator. They would follow up with the patient and set an appointment with their pain management physician to interrogate the battery. No further complications were reported/are anticipated.